Event description:
It was reported bd syringe 50cc ll had foreign matter. The following information was provided by the initial reporter: "during compounding today, one syringe was found to contain a dark colored particle.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-06. Investigation summary : it was reported a dark colored particle was found in one of the syringes. To aid in the investigation, one sample with no packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed and the unit has embedded degraded resin at the bottom of the syringe barrel. No other defects or imperfections were observed. Both photos show a syringe wrapped in a paper label with solution in it. At the bottom of the syringe barrel there is a brown foreign matter that appears to be embedded. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309680, lot number 1124398. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To mitigate the risk of embedded degraded resin escapes, the frequency of inspections was increased. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported bd syringe 50cc ll had foreign matter. The following information was provided by the initial reporter: "during compounding today, one syringe was found to contain a dark colored particle."

Manufacturer narrative:
Investigation summary: it was reported a dark colored particle was found in one of the syringes. To aid in the investigation, two photos were provided for evaluation by our quality team. Both photos show a syringe wrapped in a paper label with solution in it. At the bottom of the syringe barrel there is a brown foreign matter that appears to be embedded. A device history record review was completed for provided material number and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed but, without the physical sample, a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.